Event description:
It was reported that approximately halfway through an unknown procedure, the device alarmed and came up with a message on the console that it needed to be replaced or troubleshooted. Product was removed from patient as instructed, jaws cleaned and jaws were engaged as instructed. Error message appeared again. Product was removed from console and re-plugged in; same sequence of events occurred. Console was unplugged from power, turned back on and then product plugged in to be recognized a third time. The same sequence of events occurred. The ending error message was always 'replace instrument'.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2026. D4 batch #: a98989. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No adverse patient consequences were reported. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Additionally the cable was cut off during functional testing to the energy systems with a test cable, an alert screen was displayed. A probable cause for the device to stop activating and the energy system to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a98989, and no non-conformances were identified.